Event description:
Healthcare professional (hcp) reported the patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in lips (0.6ml) and marionettes lines (0.2 ml per side) with satisfiable outcome. Two months later, patient got flu/some viral infection, deemed not device related, and resolved within 14 days. 3 weeks later patient noticed development of nodules in areas of juvéderm® volbella¿ with lidocaine application. 2 weeks later, nodules were massaged and 0.5 ml hyaluronidase was injected to treat the nodules. Nodules were still present weeks later, hyaluronidase was applied again (total 1.2 ml in lips & marionnetes area). Patient was treated with prednison 40 mg daily + pantoprazol 40 mg daily. The following month, nodules improved so patient started with dalacin 300 mg tablets twice a day with aerius tablets once a day and prednisone if needed. Symptoms on going.

Manufacturer narrative:
Continued type of investigation code: b15, b17, b20. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.